Event description:
Additional information was received indicating that the motor rate errors occurred during annual preventative maintenance testing. There was no patient involvement.

Manufacturer narrative:
Other, other text: h2: see, a1, b5 and h6(patient code).

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and the reported issue could not be confirmed. The device was found to function as specified. The cause could not be confirmed since the device performed as expected.

Event description:
It was reported the device gave a "motor rate error" alarm.